Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the haptic tore. The lens was cut into pieces to remove and was discarded. There was no patient injury. Another lens was implanted.

Manufacturer narrative:
Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.